Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump under infused. It was reported that the pump "finished its 46 hour infusion with over 23 ml left in the bag." Per reporter in-house accuracy testing was performed on the device and the pump passed the accuracy testing. No adverse patient effects were reported.